Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with an antiseptic solution, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out as potential causes. The questionnaire shows the incision site was not irrigated before closure, and it is unknown if multiple tunneling attempts were needed, which are potentially contributing factors to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is potentially due to the site not being irrigated before closure (user error-clinician).

Event description:
The patient reported redness and swelling around their incision as well as suture spitting. The patient was prescribed antibiotics and the sutures that were sticking out were snipped. On (B)(6) 2021, the clinician noted the swelling had improved and the wound was healing.